Event description:
It was reported that the device was unable to drain. The user replaced with another drain tube and was able to drain without difficulty.

Manufacturer narrative:
It was confirmed that the reported event is a manufacturing related issue. Received 1 used silicone channel drain. During visual evaluation no defects were found. Per functional evaluation, water did not pass through the drain channels. Under 10x magnification, an occlusion of adhesive was found in all four channels and part of the connector. The suture is located at 2" from the drain bonding to connector. The drain was measured and determined to be within specification. The device history record was reviewed and found no rejects for qa random visual inspection. (B)(4).